Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2019-08719. It was reported the that the left drg lead migrated during an ipg replacement procedure on (B)(6)2019. As a result, the patient will undergo surgical intervention on a later date. Both of the patient's leads are being reported because it is unknown which lead is liable.

Event description:
Related manufacturer reference# 1627487-2019-08719.

Manufacturer narrative:
The conclusion code should have been known inherent risk of device rather than cause not established.

Event description:
Related manufacturer reference# 1627487-2019-08719. Further follow-up indicates the patient had surgical intervention on (B)(6)2019, during which the leads were explanted and replaced. The issue was resolved and therapy has been restored.